Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter: product ID 8784, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported the patient has had multiple catheter revisions (refer to manufacturer report # 3004209178-2013-07686 and manufacturer report # 3004209178-2013-06556 for previously reported catheter revisions) following a pump replacement. The health care provider (hcp) then decided to place a new catheter into the ventricle because he felt that potentially scarring might be preventing continued successful therapy into the intrathecal space. The existing catheter was reportedly capped/abandoned/partially removed however it was also noted the catheter would not be returned because it was discarded by the customer. The hcp decided to discontinue the intrathecal placement of the catheter. The hcp believed that multiple catheter revisions might have created excessive scarring that might be preventing the catheter from working and therefore the decision was made to implant the new catheter into the ventricle. The symptoms the patient experienced as a result of the event included increased spasticity and less than fifty percent therapy relief. The device system was used to deliver baclofen.

Event description:
It was further reported that the patient had some type of chemical in his spine that was blocking the catheter.